Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The screw broke in two. Screw head portion explanted (discarded), and distal portion remains insitu.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that screw broke in two. Screw head portion was explanted and discarded; however the distal portion remains insitu in distal femur proximal to the metaphysis. Patient was revised with trochanteric femoral nail-advanced (tfna) system.

Manufacturer narrative:
This report is for an unknown locking bolt / screw / unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Investigation summary: the broken distal locking bolt was not returned for investigation. Only the tfna nail was returned as a concomitant device without an alleged complaint condition. Upon visual inspection, there is no evidence that this device contributed to the complaint condition, all distal locking holes are in a good shape with just slight wear marks visible. Therefore no additional investigation will be performed on this tfna nail related to the broken distal locking bold. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported a revision occurred on (B)(6) 2019 due to a broken locking bolt. Patient had not yet achieved bone healing and union. Concomitant device reported: trochanteric femoral nail advanced (tfna) femoral nail (part # 04.037.028s, lot # 9814344, quantity # 1), tfna lag screw (part # 04.038.190s, lot # h673853, quantity # 1). This is report 1 of 1 for (B)(4). This complaint is for an unknown locking bolt / screw. (B)(4).